Manufacturer narrative:
B3: date of event - aware date of (B)(6) 2023 used as event date is unknown.

Event description:
It was reported that thrombosis occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman laa closure device with delivery system (wds). In (B)(6) 2023 the patient was admitted to the hospital for an unrelated event and transesophageal echocardiography (tee) identified a thrombus on the surface of the closure device. The thrombus was successfully aspirated. No further patient complications were reported.